Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.  Device evaluation: visual analysis of the returned device identified: crease flat, one opening curved on the anterior, observed void >1 mm in non-textured, valve-to shell-bond area and yellow particles in the shell. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap bond edge and non-penetrating nick. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on the plug strap bond edge due to an unidentified (tear) opening. Non-penetrating nicks.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.